Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia on (B)(6) 2019 with blood glucose level was 36 mg/dl at the time of the incident. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer report customer does not allege insulin pump was under delivering. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. The insulin pump will not be returned for analysis.